Manufacturer narrative:
"(B)(4) has been issued for the return of this device. Model 9xdt serial number (B)(4) is approximately 2 months old. Users manual part no. 1056953 rev p (nov-10) was issued with this device. It is unknown if the consumer read and understands the user manual. On page 15 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. It is important the consumer reads and understands the device prior to using the device. It is unknown if the consumer follows the general warnings for using the wheel chair. Using the chair on roads, streets, gravel etc., may cause the chrome to scrape off the hand rims. On page 17 the following general warnings are provided: "to determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Avoid storing or using the wheelchair near open flame or combustible products. Serious injury or damage to property may result. Do not stand on the frame of the wheelchair. Do not use the footplate as a platform. When getting in or out of the wheelchair, make sure that the footplates are in the upward position. Always use the handrims for self-propulsion. Inasmuch as the handrims are an option on this wheelchair (you may order with or without the handrims), invacare strongly recommends ordering the handrims as an additional safeguard for the wheelchair user. Do not operate on roads, streets or highways. Do not allow children to play on or operate the wheelchair. Do not operate on soft surfaces such as sand, grass, or gravel." It is unknown if the consumer follows the - service and troubleshooting recommendations on pages 32 through 34. On page 33 it states: "inspect handrims for signs of rough edges or peeling.'' "Following this recommendation would mitigate cuts on hands form peeling chrome."

Event description:
The chrome was allegedly peeling off the handrim, causing the resident to cut heir hand. No serious injury is alleged.